Event description:
During a remote follow-up, noise that resulted in over-sensing was observed on the right ventricular (rv) lead and device. Additionally, post-paced t-wave over-sensing (pptwos) was observed on the device. Provocative testing was performed, and the noise was reproducible. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.